Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of death, event, and implant: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying xience stents that may be related to the following:death, stent thrombosis, bleeding events and ischemic events. Specific patient information is documented as unknown. Details are listed in the attached article, titled "drug-eluting versus bare-metal stents in older patients: ameta-analysis of randomized controlled trials".